Event description:
Pt was implanted with matrix rib universal plate construct following mini avr procedure on (B)(6) 2012. Pt was returned to operating room for bleeding from sternum several hours after surgery. Surgeon removed plate and screws on (B)(6) 2012. Revision treatment if any is unk. This is 2 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as not product was received.